Event description:
Drug/diluent: unk (anp). Fill volume: 400 ml. Flow rate: unk (anp). Procedure: left total shoulder arthroscopy. Cathplace: unk. Date of surgery: (B)(6) 2013. Pt called and reported that he left the hospital yesterday and drove back to (B)(6). The pump ran out 24 hours early according to the pt. When he woke up this am at 6:00 the pump was empty. Pt will remove the product and keep it at home for return.

Manufacturer narrative:
The suspect device was received for an eval and investigation. A visual inspection was performed and a review of the device history records (DHR) was conducted for the lot number provided on the returned device. The eval and investigation are currently in progress. Per the DHR, the lot passed all mfg specs at release. A f/u report will be filed when the investigation has been completed as the device is currently undergoing an investigation. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.